Event description:
In 2008, the patient reported that on three days earlier, her blood glucose was elevated to 477 mg/dl and she did not feel well. She changed the insulin cartridge and infusion tubing and bolused 6 units of insulin. Her blood glucose lowered to 364 mg/dl and she changed the insulin cartridge and infusion tubing again and bolused 4-5 units of insulin. On the next day, she increased her basal rate by 0.5 units per hour. On the day prior to original date at 7:00 am her blood glucose measured 290 mg/dl and she switched to her backup infusion device and bolused 3 units of insulin. At 9:30 am her blood glucose measured 280 mg/dl. She stated that when she changed the insulin cartridge for the 2nd time the infusion device read that the piston rod was retracted to the 315 mark but when the insulin cartridge was inserted insulin leaked out. She stated that only 285 units of insulin was in the insulin cartridge. She stated that she did not extend the piston rod to the 285 mark. She stated that she does not believe she was receiving enough insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.